Event description:
Contaminated bd vacutainer push button blood collection set. Visual contamination before package was opened on the "blue butterfly wings" where rn holds the device to insert into vein. No patient involved.